Event description:
It was reported that a fractured provisional was noted during an inventory check. There was no patient involvement.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Review of returned instrument indicates it exhibits signs of repeated use (nicked / gouged) and has fractured on the medial side. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.